Event description:
Provider contacted customer care and stated the patient is experiencing symptoms of a potential allergic reaction.

Manufacturer narrative:
The treatment was delivered in (B)(6) 2024. It is unknown when the patient actually started treatment or what current step the reaction was noticed. Further detailed information was requested but not received. No changes have been made to the manufacturing process or materials that would result in potential reactions. Allergic reactions are a documented undesired side-effect of clear aligner therapy which are closely monitored via post-market surveillance. The trending data shows no negative impacts to risk/benefit, and the occurrence rate is within the expected range. Customer submitted additional information on july 2, 2024: 01. What is the current step and arch being discussed? Patient wore the aligners approximatively 2 weeks then she stopped the treatment. In the first 5 days form the moment she stopped the treatment, she took antihistamines and rinsed with alcohol-free mouthwash. 02. Presence of a rash? Yes, beside the presence of a rash , the patient is also having a burn feeling in the oral cavity. 03. Presence of sores? Yes, at the level of the dental neck and the upper lip frenulum. 04. Presence of swelling? No. 05. Presence of fever? No. 06. Difficulty breathing? No. 07. Known allergy to plastic? Yes. The patient is allergic to latex. 08. Any allergies to disinfectants? No. 09. Was the product rinsed at seating? The aligners were cared for in accordance with the manufacturer's instructions. 10. What was used to clean the product? Tooth paste and cold water. 11. Does the product appear to be clean? Yes. 12. Has the patient seen an allergist or their primary care physician? No, the patient only had an appointment to the ortho specialist (customer). 13. If the patient has been diagnoses, what were the results? Na. 14. What measures were taken to alleviate the reaction? The use of the aligners was discontinued, administration of antihistamines and anti-inflammatories, rinses with alcohol-free mouthwash, diet in accordance with the oral cavity condition (reduction of acidic, spicy, and dairy foods). Clinical evaluation: the complaint is one of a potential allergic reaction however essential details and documentation are lacking. Information regarding onset, duration, recovery and clinical details such as location, appearance, functional changes and others are not provided. No clinical photographs were submitted. Collectively, there is no supporting information that can be used to provide a determination and as such this complaint remains inconclusive. Updated july 3, 2024 following receipt of new information: the reported symptoms of a rash, burning sensation in the oral cavity and sores on the lip could be associated with a broad number of conditions such as autoimmune disorders, endocrine imbalances, viral infections, medication induced xerostomia and many others. Without further clinical information and documentation, the etiology remains unknown, however an allergic reaction cannot be ruled out.